Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/07/2010, 06/17/2010 and 06/29/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "lens explanted", (no code available). Product problem(s): "no reported product problem". (No known device problem [iol (intraocular lens) implant]). A clinical director reported two pts that had an intraocular lens (iol) exchange due to a refractive surprise. The iol for this pt was exchanged for a different model lens. Additional info has been requested. There are two medical device reports associated with this event. This report is for the second of the two pts.